Event description:
It was reported the customer was having sensor issues. Customer also stated, he had an air bubble that caused his blood glucose to go high. Customer has been having a few days of being high and believes it may have been due stress. Customer also had issues when changing his set and the piston wouldn't move forward, he thinks it might have over tightened the reservoir. Customer declined being transferred for troubleshooting assistance. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.